Manufacturer narrative:
Electrode belt sn (B)(4) was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash under his rear therapy electrodes (tes). It was reported that the patient's skin was bleeding and draining. The patient spoke with his physician who advised to change garments more often and let his skin completely dry. Follow-up attempts were made but never successful.